Manufacturer narrative:
Common device name: device, urine flow rate measuring, non-electrical, disposable (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. Additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a ¿urinary stasis in the double lumen tube¿ issue occurred in a total of three (3) unometer safeti-plus device (s). There was no reported patient harm. A photograph depicting the reported issue was provided. Although requested, no additional information was provided.

Manufacturer narrative:
Corrected device manufacture date. A batch record review was performed. No non ¿ conformance report related to complaint issue(s) were initiated for the complaint order during production. In accordance with information within the complaint file, the device was used during eight days. In accordance with the information for the unometer, ¿the recommended usage time is up to seven days¿. It is customer misuse. No manufacturing failure is identified. No samples were received for the complaint. A picture was received. On the base of received picture it is impossible to make a clear decision related to stop flow issue. No additional action is needed. This issue will be monitored through the post market product monitoring review process. (B)(4).

Event description:
It was reported that a ¿urinary stasis in the double lumen tube¿ issue occurred in a total of three (3) unometer safety-plus device (s). There was no reported patient harm. A photograph depicting the reported issue was provided. Although requested, no additional information was provided.